Event description:
It was intended to use a resolute onyx drug eluting stent to treat a severely calcified lesion in the rca. The lesion was moderately tortuous and exhibited critical stenosis. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on the device with no issues noted. No difficulty was noted during removal of the stylette from the device. Both inflation devices and bowl were inspected, with no foreign material noted. The saline/contrast solution ratio used at this facility is usually 50/50. The lesion was pre-dilated with two non-mdt high pressure balloons up to 17 atm. The resolute onyx device was then successfully advanced to the target lesion. No difficulties were encountered during advancement. During inflation of the device balloon, the physician noted abnormalities with the shape of the balloon. Only the distal and proximal segments of the balloon became inflated, while the central part of the balloon remained unexpanded. The physician had to bring the pressure up to 20 atm in order to fully expand the balloon and deploy the stent. 20 atm was the highest pressure applied (gradually). Once the stent was deployed the physician attempted to deflate the balloon, unsuccessfully. Another indeflator was also used unsuccessfully. It was then reported that the patient started to show some signs of thoracic pain, hypotension and EKG modifications. After several attempts to deflate the balloon (still inflated), difficulties were experienced in trying to remove the balloon and the delivery system was pulled toward the guiding catheter facing great resistance. The whole system (balloon, ptca wire and guiding catheter) was pulled back towards the introducer sheath. Another guiding catheter was placed. Following the thoracic pain, hypotension and EKG modifications, it is reported that the patient became bradycardic, but after atropine administration the symptoms disappeared. It is reported that the patient also suffered a vessel occlusion due to the resolute onyx balloon. The position of the implanted resolute onyx remained stable. A dissection was noted at the ostial level of the vessel, which was treated successfully with a non-mdt stent. The outcome of the p rocedure was successful. No further clinical sequelae reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis: the distal tip was flattened. Guidewire locked in the device, unable to remove. The transition shaft was stretched. The distal shaft was stretched and measured 31.5cm in length; the distal assembly specification length is 23.0cm-24.8cm. The balloon bond was necked. The inner shaft had detached. The material appeared stretched and jagged at the detachment site. The inner shaft markers were located on the inner shaft proximal to the detachment site. Image review: the target lesion in the rca vessel lesion appears to be fibrotic and severely calcified. The lesion appears to be to be resistant to expansion with the balloons even when inflated to high pressures. The images show the stent initial deployment with the same dog-bone profile as the pre-dilatation balloons. The images confirm the deflation difficulties with contrast still in the balloon of the delivery system and contrast being injected into the proximal vessel. The images show diminished flow in the proximal rca suggesting the occurrence of a dissection. Subsequent images show treatment of the proximal dissection. There are no images capturing the delivery and positioning of the stent. It is not possible to determine from the images provided if the balloon bond was necked prior to 1st inflation. (B)(4).

Manufacturer narrative:
Evaluation codes, results: other (no root cause determined from the available information) evaluation codes, conclusions : other (no root cause determined from the available information) (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.